Event description:
It was reported that the patient reported occasional twitches/diaphragmatic stimulation on their left side when sleeping. The left ventricular lead was reprogrammed. The lead remains in use. The patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).